Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test the pdm (patient diabetes manager) was found to recognize the activities and powered on immediately with no issue noted. No malfunction or other product condition that would have contributed to the patient's diabetic ketoacidosis and hospitalization was found. The pdm was found to function as intended.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that her son was admitted to the hospital (intensive care unit) and diagnosed with diabetic ketoacidosis. His blood glucose was high and he was experiencing nausea when the mother took the patient to the emergency room of the hospital. Treatment included being given extra insulin (novalog) and admission to the hospital. While there, it was identified that the pdm (personal diabetes manager) was not giving accurate readings. The meter was saying the patient¿s blood glucose was 283mg/dl and the doctor said his level was actually in the 400¿s mg/dl. The mother also stated that patient's pdm was reading in the 300's mg/dl and the hospital meter was reading 450mg/dl.